Event description:
A consumer reported his implantable neurostimulator (ins) battery was running weak to where he was charging every other day since about two months ago ((B)(6) 2016). He noted an instance where he was in jail and unable to charge, so the ins battery depleted and he had a return of pain. He moved, and ended up seeing a different doctor who told him at the time he would need a replacement surgery. He was going to be scheduled shortly thereafter, but now it had been two months, and they are looking to schedule for possibly the end of the month. The consumer noted the doctor he had been seeing was giving him more meds, which he did not want. He had not tried connecting with the recharger (insr) since the ins battery depleted. Troubleshooting recommended trying to connect with the insr, although it was noted that the ins may be in overdischarge; however, the consumer did not have access to the insr at the time to check recharging. It was recommended to try to connect the ins with the insr and/or patient programmer, and if it did not work the ins might be in overdischarge and following up with the doctor to do a physician mode recharge (pmr). Indication for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device had a premature battery replacement due to the patient not charging. The patient stated that they were instructed by their healthcare provider (hcp) to stop charging. No rep was contacted for assistance in recovering their battery. The issue is resolved at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.